Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced low blood glucose (bg) of 40 mg/dl with sweating, shakiness and severe dizziness associated with an inaccurate delivery on (B)(6) 2017. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose (tdd) did not match but the variation was due to known cause. The change in variation in the basal delivery history was attributed to the basal edit screen being accessed, a cartridge change occurring, and the patient making changes to the basal program. Troubleshooting also indicated that the basal history matched the active basal program settings, all bolus totals matched and all the boluses were recorded as programmed. The patient was referred to their hcp for diabetes management. This complaint is being reported because the alleged hypoglycemia was related to use error of the product.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2017 with the following findings: during investigation, the black box showed the pump was running on year 2014 when an unexpected reboot occurred. When the pump powered back on the time/date was set to 2014-03-17. Pump reboots occurred again. When the pump was powered back on the deliveries were resumed. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during testing. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).